Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer to evaluate the devices in question. The rse confirmed with the customer that the entire unit was locked up. The rse diagnosed that the unit needs to have the flex touch bezel assembly replaced to resolve the issue. A quote was provided to the customer to have the device returned to the philips repair bench for replacement of the part. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported that the device screen is locked and parameter adjustment/alterations are not possible. The device was in clinical use a the time the issue was discovered. There was no adverse event or patient harm reported.